Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The mother stated that the device was exposed to a high magnetic field when the customer fell out of a wheel chair and had an MRI. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.